Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue of the insulin pump. No additional information was provided. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Suspect medical device information was determined by animas from patient file review.

Manufacturer narrative:
Follow up #2: during troubleshooting of the complaint, the user indicated that the time and date on the pump were not correct during the event but there was no indication made that the pump was losing the time and date during reboot.